Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported ventilator transducer fault. When the vent is turned on, after completing the self test, the vent shows transducer fault. No patient involvement.